Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. Device was programmed units bolus and monitored. The boluses were delivered and recorded properly in bolus history screen. No delivery anomaly was noted. All the buttons functioned properly and no stuck button error alarm or moisture damage on keypad traces noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a stuck button alarm. Blood glucose level at the time of the incident was not provided. The issue was not resolved through troubleshooting. Customer stated the insulin pump was not exposed to a change in altitude. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.